Event description:
After the doctor inserted the lens into the patient's eye, he noticed the haptic had been broken off in the delivery device. He enlarged the incision to remove and replace the lens.